Event description:
It was reported that after implant of the right ventricular lead, it was noted there was shrinking r waves. The physician re-opened the pocket and damaged the lead insulation. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.